Event description:
(B)(4) IV med/baxter single colleague cxe continuously alarming showing pump failure on the screen. Found error code 810:10 indicating that ail (air in line / occlusion pressure) sensor out of calibration. The ail sensor is the air and occlusion pressure sensor. Pump to be sent to baxter healthcare for calibration / repair.